Manufacturer narrative:
Investigation: one photo displaying a loose 10ml syringe next to a 200-count label from batch 9170912 (p/n 302995) was received and evaluated. It was observed there was no scale marking present on the syringe and was a rejectable condition per product specification. Manufacturing review revealed adjustments to marker were made that included ink manifold cleaning. One photo displaying a loose 10ml syringe next to a 200-count label from batch 9170912 (p/n 302995) was received and evaluated. It was observed there was no scale marking present on the syringe and was a rejectable condition per product specification. Manufacturing review revealed adjustments to marker were made that included ink manifold cleaning. Potential root cause for missing print is associated with the marking process. There was likely an insufficient ink flow to the pad through the manifold resulting in missing print observed.

Event description:
It was reported that prior to use it was discovered that the scale marking are missing with a bd syringe 10ml ll. The following information was provided by the initial reporter: it was reported that syringes are missing scale markings.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that the scale markings are missing with a bd syringe 10ml ll. The following information was provided by the initial reporter: it was reported that syringes are missing scale markings.